Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips came out sideways. At one of the firings the clip dropped from the device and fell onto the liver bed, but was retrieved. There was no damage to the liver. A second device was pulled to complete the procedure with no patient consequence. There is no additional information about the procedure. Additional questions were not ask.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.